Event description:
Bayer case number: (B)(4). Lumbar pain [lumbar pain] intense fatigue / overwhelming fatigue [fatigue] tinnitus / severe (+++) tinnitus [tinnitus] headaches [headache] loss of balance [loss of balance] joint pain (hips, shoulders, hands) [joint pain] autoimmune disease (coeliac) [coeliac disease] dry eyes [dry eyes] sensation of having one¿s head in a vice. [Heaviness of head] depression [depression] burn-out [burn-out syndrome] , intolerance of everyday noise such as family chat [sound sensitivity increased] isolation [social isolation] I only go out to do the shopping in small shops, large supermarkets trigger anxiety attacks in me [anxiety attack] eating disorder, (I only eat very little, yoghurt drinks, chicory, cheese and gluten-free bread)) [eating disorder] irritability because I struggle for words [irritability] irritability because I struggle for words [word finding difficulty]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 308 days after essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("intense fatigue / overwhelming fatigue"), tinnitus ("tinnitus / severe (+++) tinnitus"), headache ("headaches"), balance disorder ("loss of balance"), arthralgia ("joint pain (hips, shoulders, hands)"), coeliac disease ("autoimmune disease (coeliac)"), dry eye ("dry eyes"), head discomfort ("sensation of having one¿s head in a vice."), depression ("depression"), burn-out syndrome ("burn-out"), hyperacusis (", intolerance of everyday noise such as family chat"), social problem ("isolation"), anxiety ("I only go out to do the shopping in small shops, large supermarkets trigger anxiety attacks in me"), eating disorder ("eating disorder (,I only eat very little, yoghurt drinks, chicory, cheese and gluten-free bread))"), irritability ("irritability because I struggle for words") and aphasia ("irritability because I struggle for words"). At the time of the report, the fatigue, tinnitus, depression, burn-out syndrome, hyperacusis, social problem, anxiety, eating disorder, irritability and aphasia had not resolved. The outcomes for back pain, headache, balance disorder, arthralgia, coeliac disease, dry eye and head discomfort were unknown. No causality assessment was received for essure with regard to fatigue, back pain, tinnitus, headache, balance disorder, arthralgia, coeliac disease, dry eye, head discomfort, depression, burn-out syndrome, hyperacusis, social problem, anxiety, eating disorder, irritability or aphasia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) lumbar pain [lumbar pain], intense fatigue / overwhelming fatigue [fatigue] , tinnitus / severe (+++) tinnitus [tinnitus] , headaches [headache] , loss of balance [loss of balance] , joint pain (hips, shoulders, hands) [joint pain] , autoimmune disease (coeliac) [coeliac disease] , dry eyes [dry eyes] , sensation of having one¿s head in a vice. [Heaviness of head], depression [depression] , burn out [burn-out syndrome] , intolerance of everyday noise such as family chat [sound sensitivity increased], isolation [social isolation] , I only go out to do the shopping in small shops, large supermarkets trigger anxiety attacks in me [anxiety attack] , eating disorder (I only eat very little, yoghurt drinks, chicory, cheese and gluten-free bread) [eating disorder] , irritability because I struggle for words [irritability] , irritability because I struggle for words [word finding difficulty]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-aug-2025. The most recent information was received on 02-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 308 days after essure insertion, she experienced back pain (seriousness criterion medically important), fatigue ("intense fatigue / overwhelming fatigue"), tinnitus ("tinnitus / severe (+++) tinnitus"), headache ("headaches"), balance disorder ("loss of balance"), arthralgia ("joint pain (hips, shoulders, hands)"), coeliac disease ("autoimmune disease (coeliac)"), dry eye ("dry eyes"), head discomfort ("sensation of having one¿s head in a vice."), depression ("depression"), burnout syndrome ("burn out"), hyperacusis ("intolerance of everyday noise such as family chat"), social problem ("isolation"), anxiety ("I only go out to do the shopping in small shops, large supermarkets trigger anxiety attacks in me"), eating disorder ("eating disorder (I only eat very little, yoghurt drinks, chicory, cheese and gluten-free bread)"), irritability ("irritability because I struggle for words") and aphasia ("irritability because I struggle for words"). At the time of the report, the fatigue, tinnitus, depression, burnout syndrome, hyperacusis, social problem, anxiety, eating disorder, irritability and aphasia had not resolved. The outcomes for back pain, headache, balance disorder, arthralgia, coeliac disease, dry eye and head discomfort were unknown. No causality assessment was received for essure with regard to fatigue, back pain, tinnitus, headache, balance disorder, arthralgia, coeliac disease, dry eye, head discomfort, depression, burnout syndrome, hyperacusis, social problem, anxiety, eating disorder, irritability or aphasia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-sep-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.